Manufacturer narrative:
A ge service representative performed an on site investigation. The hard voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported, the user heard a noise from inside the c-arm and then it would lock up. There was no patient injury or death reported.